Event description:
It was reported that during the implant procedure, the lead had invalid values. Several repositioning attempts were unable to resolve the issue. The lead was removed and replaced by a new lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.